Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the post market surveillance study investigation, an olympus engineer was dispatched to the user facility to observe the sampling techniques of the scope sampler and noted the following deviations: someone was entering or leaving the sampling room. Someone was working in the sampling room. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
The scope was forwarded to an independent laboratory for sterilization and then returned to the service center for service/repairs to have the biopsy and suction cylinder/channels replaced. Due to destructive sampling testing that was performed (the distal end cover, bending section cover, distal end elevator wire and forceps raiser were disassembled) further device analysis could not be performed. The asset scope was repaired and returned to the user facility. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
An endoscopy support specialist (ess) visited the facility and observed the processing all technicians perform reprocessing of the tjf 180 & tjf 160vf scopes. The ess discussed brushing the distal end and using all recommended brushes. All steps were followed by the reprocessing technicians. The scope was sent to an external expert for destructive sample testing. The external experts provided the results and the summary of the report is the following. The destructive sampling identified klebsiella pneumoniae and brevundimonas vesicularis that are categorized as high concern organisms. The reported raoultella ornithinolytica and serratia marcescens were not identified. Additionally, the external expert the following was found during destructive sampling: bleaching of the glue of the bending section, around the objective lens, the light guide lens and the air/ water nozzle. Damaged glue around the objective lens and the light guide lens. Missing part of glue around the air/ water nozzle. Presence of oxidation at the distal end body near the air/ water nozzle. The cause of the reported positive culture cannot be determined as the investigation is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge aer to reprocess the subject scope. Based on the investigations, insufficient reprocessing due to the glue condition cannot be ruled out as a contributory factory of the reported positive scope culture.

Manufacturer narrative:
The referenced scope was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, olympus will continue to investigate and obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for raoultella ornithinolytica and serratia marcescens after reprocessing. There were no associated patient infections reported.